Event description:
It was initially reported that the patient was referred for a full revision for an unknown reason. Clinic notes were later received on 06/22/2012, indicating that the patient had an increase in seizures starting in (B)(6) and was found to have high impedance at a follow up visit in (B)(6). No specific diagnostics results were provided. The patient's medications were adjusted to try to control the seizures but it was indicated that the vns had played an important role in the patient's seizure control and should be replaced. Revision is likely but has not occurred to date. No additional information is known at this time.

Event description:
Additional information was received indicating that x-rays were not performed and there was no manipulation or trauma suspected. The increase in seizures was first noted on (B)(6) 2012. The physician's tried to change the patient's medications but it did not help. They felt that the seizures may have been related to the high impedance, but were unsure. The increase in seizures was said to be below the patient's pre-vns baseline and only slightly above the post vns baseline. No additional information was provided and attempts for programming history have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012 indicating that the patient had a full revision on (B)(6) 2012. The explanted products will not be returned as it is against the hospital's policy to return devices without a signed patient consent form. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.